Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The customer states "when the system board is plugged into the device the system gives back error e-110 and the ventilator is not operational" indicating (motor shut down). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The customer states "when the system board is plugged into the device the system gives back error e-110 and the ventilator is not operational" indicating (motor shut down). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the trilogy evo ventilator was returned to a third-party service center for the allegation of inoperative condition (motor_shutdown). The part was replaced as described in the manual, performing step-by-step tests until correct operation was achieved. It was confirmed that the ventilator was repaired, restored and returned to the customer. The replaced part (rp-trilogy evo system board) was returned. Box h coding was updated.